Event description:
During a dialysis treatment, the facility experienced difficulty with the arterial/venous pressures. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.